Manufacturer narrative:
Additional information: patient weight ethnicity: unknown as information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an intraocular lens (iol) was implanted in the patient's ocular sinister (left eye) and explanted during a secondary surgical procedure due to complaints of poor vision, glare with asthenopia, and glare. The explanted iol was replaced with a non-johnson & johnson surgical vision lens. It was also reported daily activities are significantly affected. The was no unplanned vitrectomy. Patient status was reported as temporarily impaired. Through follow-up, additional information was received confirming no complications, such as capsular tear, no unplanned incision enlargement, no serious patient injury, and no unplanned suture(s). Reported poor vision was clarified as: lights too bright, have to have light behind to read, headaches. No further information is available.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 05-oct-2021 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number, the complaint issues reported are not related; therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.